Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2137 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported PICC catheterization was performed to protect the patient's blood vessels under local anesthesia on sept. 11 according to the patient's condition. On sept. 12, chemotherapy was performed to find fluid leaking from the puncture site of PICC catheterization, and the PICC catheter was inspected for eye leakage. Adverse events: hourglass in catheter and chemotherapy extravasation.